Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made, the low frequency attenuation filter was turned on. There were no reported patient consequences.